Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A device was not returned, and pictures were not provided resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, the patient was experiencing a urinary tract infection (uti). The cause of the uti could not be established, but is a known inherent risk of the device, therefore, an investigation conclusion code of 'known inherent risk of device' was chosen. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Based on the results of this investigation, no escalation is needed.

Event description:
It was reported that during a routine follow-up, the patient with this neurostimulator stated that they had a urinary tract infection (uti. The patient mentioned they did not go to the physician or hospital for the infection and just took antibiotics (nitrofurantoin) that the patient already had. The patient was not hospitalized for the issue and is now fully recovered from the infection. There were no additional patient complications. The representative spoke with the patient and they did not mention having another infection at that time during the call. The patient is currently dealing with other health concerns.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that during a routine follow-up, the patient with this neurostimulator stated that they had a urinary tract infection (uti. The patient mentioned they did not go to the physician or hospital for the infection and just took antibiotics (nitrofurantoin) that the patient already had. The patient was not hospitalized for the issue and is now fully recovered from the infection. There were no additional patient complications.